Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported by the patient's doctor that mr. (B)(6) allegedly underwent a knee arthroplasty where stryker shapematch cutting guides were used. It is further alleged that the patient underwent a revision. Patient alleges that the revision was due to shapematch use.

Manufacturer narrative:
Based on additional information. An event regarding revision involving a right shapematch cutting guide was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: similar events have occurred for the us shapematch cutting guides. These events were determined to be associated with a voluntary hold ph2012-122 and voluntary recall ra 2012-171. Conclusions: voluntary hold ph2012-122 and voluntary recall ra 2012-171 were initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported by the patient's doctor that (B)(6) allegedly underwent a knee arthroplasty where stryker shapematch cutting guides were used. It is further alleged that the patient underwent a revision. Patient alleges that the revision was due to shapematch use.